Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of the needle was bent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, there was unspecified issue with the device. Upon evaluation of the device, the tip of the needle was bent.